Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that a 21mm valve implanted in the aortic position was explanted after 20 days due to lvot obstruction leading to high gradients. As reported, this valve replaced a transcatheter 29mm valve that was explanted due to a large aorto-rv fistula and pvl. During the implant of this surgical valve, the fistula was repaired with bovine pericardial patch and a CABG 1x was performed. As per the op note for the redo avr surgery "the previous valve had been implanted at the junction of the lvot/rv patch and incorporated a large amount of ventricular tissue underneath in order to securely hold the valve in place, which led to the obstruction". The explanted device was replaced with another edwards valve of the same model and size. The procedure was successful. The patient was discharged to another ward.

Event description:
Edwards received notification that a 21mm valve implanted in the aortic position was explanted after an unknown implant duration (however no longer that 1 month) due to high gradients and severe lvot obstruction. As reported, this valve replaced a transcatheter 29mm valve that was explanted due to a large aorto-rv fistula and pvl. During the implant of this surgical valve, the fistula was repaired with bovine pericardial patch and a CABG 1x was performed. As per the op note for the redo avr surgery "the previous valve had been implanted at the junction of the lvot/rv patch and incorporated a large amount of ventricular tissue underneath in order to securely hold the valve in place, which led to the obstruction". The explanted device was replaced with another edwards valve of the same model and size. The procedure was successful. The patient was discharged to another ward.

Manufacturer narrative:
Corrected data: updated section b5.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information have been unsuccessful. If additional information is received a supplemental MDR will be submitted. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. The cause of the event cannot be determined; however, patient/procedural factors may have contributed ot the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 21mm aortic pericardial valve implanted in the aortic position was explanted after an unknown implant duration (however no longer that 1 month) due to high gradients and severe lvot obstruction. As reported, this valve replaced a transcatheter 29mm transcatheter valve that was explanted due to a large aorto-rv fistula and pvl. During the implant of this surgical valve, the fistula was repaired with bovine pericardial patch and a CABG 1x was performed. A post-operative echo showed lvot obstruction across the new prosthesis with moderate lv impairment. The explanted device was replaced with another edwards valve of the same model and size. The patient has been discharged.